Manufacturer narrative:
We received one (B)(4) paceport catheter with monoject limited volume syringe, non edwards introducer and 12 inch pressure tube with stopcock for examination. The complaint for difficulty with cardiac output was not confirmed. The thermistor was found to read accurately at 36.9'c when submerged in 37.0'c water bath. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. The catheter body was examined and found to be undamaged. The thermistor connector was opened and there were no abnormalities noted. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the swan did not measure cardiac output correctly after thermodilution, according to clinician¿s opinion. The values were considered erroneous; however there were no error messages in the monitor. Patient was not treated according to values considered erroneous. The cable, monitor and connections were checked, and it seemed that it was the swan that did not work.